Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded.